Event description:
It was reported that during an unknown procedure, the tissue pad fell off of the device. The piece did not fall into the patient. A second device was used in which it could not be activated. No other information is available. Another device was used to complete the procedure. There was no adverse consequence to the patient. Two devices will be returned.

Manufacturer narrative:
(B)(4). Device a was returned with the tissue pad melted and partially detached. The device was connected to a test handpiece and generator and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Device b was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched - evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for the device had stopped activating. A probable cause of no activation is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use the device was functionally tested with a generator. During functional testing on the gen11 generator, the 'instrument error' alert was displayed; and when tested on the gen04 generator, an error code 5 (instrument error) was displayed. The device will stop activating, and display the instrument error screen twice followed by the replace instrument screen when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off.